Event description:
It was reported to the manufacturer by the end user, per the end user, "cna was transferring a resident back into their wheelchair. The lifts legs would not open so they performed the transfer at an angle, with the lift at the side of the wheel chair. The cna could not get the resident far enough back into the wheelchair with the lift so she pulled the resident back from behind the wheelchair. She was holding the residents weight completely and the lift tipped over causing her to strain her back. The wheels were unlocked and a medium comfort clip sling was in use." The facility associate was sent to boston medical center for evaluation. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.